Event description:
It was reported, the pt was receiving inadequate coverage and abdominal stimulation. X-rays were taken and revealed lead migration. During surgical intervention, the doctor damaged the pt's lead. As a result, the lead was explanted and replaced. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.